Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.1 had failed to open, and the latch was repeatedly clicking. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the drawer had failed. A field service engineer (fse) confirmed that the slide rails were starting to fail on half-height drawer auxiliary 5. The drawer became usable after the fse manually moved the bearing cage back to its correct position. The fse then replaced the half-height drawer 5.1 and 5.2 auxiliary because one of the rails had a mangled bearing cage. The system functioned as intended after the field service engineer repaired the device.